Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v878980, implanted: (B)(6) 2012, product type: lead, product ID: 3387s-40, lot# v833493, implanted: (B)(6) 2012, product type: lead, product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is having "issues with his deep brain stimulation." No other information given. Physician asked the manufacturer representative to attend patient's neurology appointment to check out dbs system. Additional information was received that patient canceled the appointment. No new information.